Event description:
It was reported that the patient presented to the hospital for an unrelated issue. Upon interrogation, it was observed that the pacemaker was in backup vvi mode and was unable to be interrogated. Possible premature battery depletion was suspected as the pacemaker was at end of life in less than five years. The pacemaker was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event of backup operation was confirmed. The reported events of premature battery depletion and unable to interrogate the device were not confirmed. It was noted that the backup mode occurred due to code corruption from low battery fluctuation. The product code was downloaded, and the device was restored out of backup vvi mode. Device was tested on bench and no anomaly was noted. A longevity calculation was performed and found the device was in normal range of operation and exceeded the projected longevity. The backup operation accelerated the depletion rate of the battery.